Event description:
Needle breakage. Customer reports that needle broke closing skin. The nurse practioner used hemostat for a needle holder. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700863-00.